Event description:
The customer contact reported no suction. At an unspecified time, it was reported that when the healthcare professional turned on the suction device, no suction was noted. The device was replaced and the suctioning was initiated. There were no reported adverse pt effects. No medical intervention were reported. Though requested, no add'l info was provided.

Manufacturer narrative:
The device was returned. Investigation is not complete.